Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) this is an OEM device and the serial number was not provided. Therefore, a query of similar complaints for the serial number and the reported failure mode was not performed. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 08/09/2021. An investigation was conducted on 08/10/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. . An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be blurry. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(4). A dark area was noted on the right lower section of the image. No injury. Not used on patient. A different scope was used for the case.